Event description:
According to the reporter, in a laparoscopic roux-en-y bypass, during the transection of the stomach when creating the pouch, the device was fired and stopped midway. The stapler only fired halfway. The fired staples were poorly formed and among the fired staples, the staple line was incomplete. Another reload was used to complete the transection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was partially fired with the interlock engaged. The reload had damage to the cutting edge of the knife blade. Functional testing found, when the reload was loaded into a representative instrument, that the interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The interlock was tested and found to function properly. Visual inspection of the returned photo noted one image of a staple line. Several staples were not properly deployed in the tissue. A loose unformed staple could be seen. It was reported that there was poor staple formation and partial firing. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the staple line was incomplete. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.